Event description:
The account alleged the side rail does not stay up. No pt impact.

Manufacturer narrative:
The account found the side rail ratchet rivets are missing. The account replaced the side rail ratchet rivets to resolve the issue.